Event description:
Litigation papers allege that the patient suffered pain and suffering, underwent surgery to explant the asr hip implant and was injured by excessive levels of chromium and cobalt in her blood. Update: (B)(6) 2012: litigation documents were received. Litigation alleges that the patient suffered injury and excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. Medical records have also been received, which indicate that patient had corrosion at the tapered trunnion junction. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.